Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: excess skin, excess fat. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast augmentation with a 450cc mentor memorygel breast implant (left) and an unspecified mentor gel breast implant (right) experienced right-sided anisomastia and left-sided rupture postoperatively. On (B)(6) 2020, the patient underwent unilateral removal and replacement with a 450cc mentor memorygel breast implant (left catalog #: 3504501bc, left serial #: (B)(4)) due to breast asymmetry, and left-sided implant rupture was observed upon explantation. During the revision surgery, excess skin and fat were removed bilaterally. The patient has fully recovered from the revision surgery. This report is for the right-sided prosthesis.